Event description:
Report received of a nondelivery with no pump alarm. The pump was programmed to deliver an unspecified amount of IV immune globulin at an unspecified rate. After one hour, the patient noted there was a small amount of blood backing up into the tubing. The pump "was reportedly on, but was not infusing." No pump alarm was noted. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.